Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Fifteen (15) days before peritonitis diagnosis, the patient was hospitalized due to another indication and remains hospitalized. The patient was treated with ceftazidime for peritonitis. The patient recovered from peritonitis. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.